Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if malfunction alarm appeared again, which caller acknowledged and understood.